Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device displayed an "error 44" message. The complainant indicated that there was no pt involvement in the reported malfunction.